Manufacturer narrative:
The customer¿s report of a leaking maxzero valve was not confirmed. Visual inspection of the valve noted no discernible signs of damage or abnormalities. Functional testing resulted in no leaking. The root cause was not determined.

Event description:
The clinician flushed the line with ns prior to drawing blood from the unclamped extension set.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported an unexpected flow/leak of ns and blood from the top of the connector which connects to the syringe while attached to a patient. The backflow was noted coming from the seam between the casing and the inner septum of the connector. There was no patient harm.